Event description:
The following has been reported: biomed reported: "no patient harm has been reported on this device. Reported problem: carboplatin was programmed to run at 0.5ml/hr for 15 minutes. Infusion took 28 minutes to infuse. A preliminary review identified the following issue: underdose. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned to fresenius kabi for evaluation. Config history logs from the suspected event were overwritten by newer data. The flow control logs were reviewed to see if the event as described could be located. Upon review, there were no infusion durations that matched the customers' description of events. The customer's claim is unconfirmed. There were no errors found in the safety management logs what would indicate any faults took place. No other faults or errors were identified during the review process. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.